Event description:
Upon initial interrogation, an error message occured and safe mode active was indicated. The device was no longer able to be interrogated afterwards and all troubleshooting attempts were unsuccessful. (B)(6) 2013 - we were informed this device was explanted on (B)(6).

Manufacturer narrative:
Upon receipt, the pacemaker was visual inspected revealing scratches and burn marks on the pacemaker housing. It is reasonable to assume that these burn marks resulted from a surgery tool. Furthermore, the battery was found to be bloated indicating a depleted battery. The pacemaker was subjected to an electrical incoming inspection. The pacemaker was not able to be interrogated nor was any anti-bradycardia therapy present. The pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be depleted but not defective. The electronic module was attached to an external power supply. After a reinitialization an interrogation of the device was properly feasible and the anti-bradycardia therapy functions proved to be within specification. There was no indication of a device malfunction. The memory content of the device was not restorable due to the battery depletion. Therefore, the parameters programmed while implanted and in service were not determinable. It was reported that the device had never been checked since implant. In summary, the battery of the pacemaker was found to be fully depleted. However, the electronic module was attached to an external power supply and the device was proved to be within specification. In particular the current consumption was normal. The analysis of the pacemaker revealed no indications of a material or manufacturing problem.